Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had rising thresholds, rising impedances, and impending fracture. The patient was referred to the electrophysiology department for a consultation. No intervention was taken on the part of the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.